Event description:
Facility reported to synthes (B)(4) service and repair: the compact air drive does not stop when used - before the intervention operators have discovered that the power tool does not work. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.